Event description:
It was reported that the patient experienced a shocking sensation while getting into a jacuzzi. It was noted that the patient had used the jacuzzi since the implantation of the implantable neurostimulator (ins) without any problems and that the shocking had only begun recently. The healthcare professional (hcp) measured the impedances which were all within normal range and gave no indication that there were any electrical issues with the ins system. It was suggested that the patient turn off their stimulation and then get into the jacuzzi but the patient was fearful of experiencing a "strong" return of symptoms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3387s-40, lot #v446435, implanted: (B)(6) 2010, explanted: na. Lead: model 3387s-40, lot #v446435, implanted: (B)(6) 2010, explanted: na. Extension: model 37085-60, (B)(4), implanted: (B)(6) 2010, explanted: na. Extension: model 37085-60, (B)(4), implanted: (B)(6) 2010, explanted: na. Programmer: model 37642, (B)(4). Recharger: model 37651, serial #: (B)(4).

Event description:
Follow up information reported that the patient's healthcare professional could not find an issue with the implantable neurostimulate or (ins) and no interventions had been performed. It was unclear if the patient continued to have issues as the hcp has not reported any further problems. If additional information is received, a follow up report will be sent.